Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No alarm was noted for the loose drive support disk. The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. Minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, scratches on the reservoir tube window, cracked belt clip slot, missing end cap sticker and a stained address and serial number label.

Event description:
Customer reported that the insulin pump alarmed for a loose drive support cap during the manual prime. He did not know the blood glucose reading. He stated that the drive support cap appeared normal. Customer had not pressed on the cap while connected. Nothing further was reported.